Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 50-122 mg/dl. Reportedly, the pump supplies were changed to address the issue. Customer declined troubleshooting with tandem technical support and did not respond to attempts to obtain additional information.